Event description:
It was reported by the affiliate that during a breast biopsy procedure, first device fired as intended. At firing of the second like device, the surgeon found the flexible applier missing on the distal part. A third like device was used, and during the clip extraction from the probe, the white plastic flexible applier broke into 2 parts, and the distal one remained in the probe cannula. The radiologist has not been able to find the missing plastic part. The pt underwent echography and mammography, but plastic is not radiopaque and not even visible at echography. Clinical exam, via palpatation, was negative.